Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2017, service found that the display did not light up; however, the screen was legible.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿display." Upon triage, service found that the display did not light up. However, the screen was legible and therefore is not a reportable issue at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.